Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery (lad). The physician encountered significant resistance while advancing the 2.50x28mm taxus liberte stent through the target lesion and a shaft break occurred. The device was removed from the pt and the procedure was successfully completed with another of the same device. No pt complications were reported with the pt's current condition listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).